Event description:
A malfunction was reported with a pump, and it caused the customer's blood glucose level to exceed 500 mg/dl, with a value displayed as "high." The customer did not take any immediate action to address the high blood glucose and did not require assistance from a third party. Although the malfunction code was resettable, the customer requested help with resetting the pump but decided to complete the reset independently and follow up with their healthcare provider. The pump was out of warranty, and the customer declined an offer to send an email for renewals. No additional information was received regarding the outcome of the event.